Event description:
The hcp reported that, the pt had a pre-existing infection prior to pump placement for pain control, which they were unaware of at the time of implant. The pt had spiked a fever the day before surgery, but the devices were still implanted. Per the hcp, the pt had mental status changes and a fever. Blood cultures were done (date and results not reported). The hcp stopped the pt's oral baclofen and thought the pt had meningitis after he became more rigid; however, it was determined that the pt did not have meningitis. After a few dose of vancomycin, the pt began to improve, so the antibiotic was stopped. The pt began to become septic again. Vancomycin was restarted and the pt had the complete course of antibiotic. The pt recovered after the second course of vancomycin, so they would not be explanting the devices. The pt was restarted on oral baclofen and one month later had recovered. The hcp was sure that the issue was not pump related. The hcp also reported that when the pump was initially implanted it was filed with dilaudid and then later clonidine and bupivicaine were added (concentrations and doses were not reported).

Manufacturer narrative:
.